Event description:
Pt status post pro-disc l implantation level l5-s1 on (B)(6) 2011 returned to surgeon complaining on onset of pain in leg approx 4 weeks post-op. Pt treated for pain non-surgically for approx 2 months. A CT san on unk date showed bilateral stress facet fractures. Pt was revised to plif and pedicle screws at levels l5-s1 on (B)(6) 2011. Pro-disc l was not removed.

Manufacturer narrative:
This device used for treatment and not diagnosis. Information from received questionnaire. Review of the dhrs for pdl-m-pt10s lot 6378176, tantalum bead lot 6293010, and raw material lot 4958983 indicates no discrepancies associated with this complaint. Placeholder.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from received questionnaire. The product was not returned for physical evaluation. The event was evaluated by product development. The root cause for the facet fractures noted in this complaint cannot be determined from the information provided. Fractures exclusively of the posterior column are rare among the complaint history for prodisc-l, and are often coupled with other noted failure modes such as polyethylene inlay expulsion, loss of plate fixation, or superior plate subluxation. While not noted to have occurred in this cause, a typical cause of posterior element fracture is trauma. Other potential causes noted in the literature include excessive distraction and non-compliant patients. A few complaints within the complaint records have fractures of the posterior column occurring exclusively, without the other noted failure modes listed above (B)(4). While the patient harms of could cause pain and/or patient injury (i.e. Neurologic deficit) and require reoperation is still representative of this complaint and the others in the complaint history, an additional line item for this hazard should be investigated. The risk analysis will be reviewed and changes made if deemed necessary. Pt weight: from (B)(6). Placeholder.

Event description:
This is 3 of 3 reports for complaint 2010.